Manufacturer narrative:
Product is in transit. This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2008, and that the pt was revised in 2009, due to a fracture following a fall in 2008.